Manufacturer narrative:
Additional information received on 12/01/2022: movement in clamp when locked. Incident date: 11-3-2022 procedure type: unknown patient injury: none no medical intervention or revision was needed and no case delay. Second unit was used to complete.

Event description:
This is 1 of 2 reports linked to mfg report #: 3004608878-2022-00251. A facility reported that the head attachment on mayfield modified skull clamp (a1059) slipped off patient's head. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that a repair was needed; however, it is not a cause for the slippage. The clamp does have some slight movement, but when properly positioned and locked, it would not move at all. Unit lock had both rotational and lateral movement, and a residue buildup was present. Unrelated to slippage, upon disassembly, service team noted the index knob and the lock will need new components added to replace worn internal parts. Unit was also machined to have heli-coils added to large starburst threads. The heli-coil was replaced in the ratchet extension due it coming out. Service team could not duplicate the complaint of slippage, thus the complaint is not confirmed. Root cause - evaluation of this unit found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.